Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kl. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed and found that the transmitter serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter with the pump but the transmitter did not communicate. The customer was assisted with steps to pair, but the pump alerted with a "device not found" message three times. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-7811na was requested and customer response was the device will be returned. No product return is required for mmt-1780kl.

Manufacturer narrative:
Customer reports loss of communication between pump and transmitter.placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.